Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used 2 (two) cook instinct plus endoscopic clipping device. The patient had a bleeding duodenal ulcer. The assistant opened and closed the clip and held onto to red button. The clip opened easily and was closed on the tissue, then reopened and repositioned on the tissue. When subsequent deployment was attempted, the clip did not release. The clip had to be shaken vigorously (and the handle was fired several times) and finally the clip broke free through the tissue. Another clip was opened and used, and the very same difficulty occurred as the clip would not deploy. A competitors clip (boston 360 clip) was used to complete the procedure successfully." A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.